Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty tightening the infusion set connector and opted to perform a complete supply change after remote troubleshooting was attempted. Symptoms included no reported blood glucose impact. Outcomes included no adverse clinical effects and no need for medical care. Investigation included a customer interview and product history review. Investigation of this case revealed no functional device failure and suggested user difficulty with the connector during attachment, consistent with an inability to fully seat or tighten the connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.